Event description:
Customer reported a button error alarm. Customer stated the insulin pump was not exposed to moisture or dropped. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.